Event description:
The wife of the patient stated that the patient had an infusion tubing partially separate from the luer lock. The patient's blood glucose elevated to 300-400 mg/dl. The wife stated that the patient tried to keep his blood glucose below 150 mg/dl. The patient had high blood glucose symptoms of blurry vision, nausea, fatigue, and headache. To lower his blood glucose, the patient changed his infusion tubing and bolused. The patient did not require assistance from a healthcare professional or second party to address this issue. Product was requested to be returned for evaluation.